Manufacturer narrative:
Additional information: section a-3a patient sex: unknown/asked information was not provided. Section a-3b patient gender: unknown/asked information was not provided. Section a-4 patient weight: unknown/asked information was not provided. Section a-5 patient ethnicity: unknown/asked information was not provided. Section a-6 patient race: unknown/asked information was not provided. Section d-6b date explanted: not applicable as the iol remains implanted; therefore, not explanted. Section h-3 device evaluated by manufacturer: the device was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The trailing haptic of the pre-loaded dcb00 model intraocular lens (iol) was reported to have remained unfolded initially and was stuck inside the cylinder, which was gently removed and externalized and grabbed with a 0 curved calman and gently removed from the sleeve keeping the haptic intact. The haptic was then placed underneath the anterior capsular flap with a good circular capsulorrhexis and the posterior capsule intact. The lens was gently nudged to the center. The irrigation and aspiration (I&a) unit was used to remove the remaining viscoelastic. The wound was then hydrated with balanced salt solution (bss) and checked for leakage, and none was found. Additional 0.1 ml of branded vigamox was placed in the wound and then rechecked for leakage, and none was found. Subconjunctival injection of dexamethasone was placed 180 degrees away from the wound area. Light cautery was used to approximate the conjunctiva over the wound area. Maxitrol generic ointment was placed in the eye followed by removal of the lid speculum. Two (02) light eye patches and fox shield were placed in the eye. Nuclear sclerotic cataract, ocular dexter (right eye) was reported as the pre-operative diagnosis. The suspect iol is not available for return as it remains implanted. No further information is available.